Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient contacted their clinic after hearing an alert from their implantable cardioverter defibrillator (ICD). The patient sent a transmission and went to the emergency room where they discovered that the alert was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was frequent t-wave oversensing (twos) post ventricular sense (vs) on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.